Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Derived based on the information provided by the user facility in the user facility medwatch report received from the FDA on (B)(4) 2012 and information documented by a carefusion (B)(4) specialist on (B)(4) 2012, in response to a phone conversation with a user facility representative. (B)(4). The following description of the device evaluation by the user facility was copied from the user facility medwatch report received from the FDA on (B)(4) 2012. "Biomedical engineering follow up: monitor display very pixilated. Display problem cleared but could not reproduce. Has gas delivery engine (gde) and enhanced pt monitor (epm) board replaced by the manufacturer under a recall in (B)(4) 2012. The unit passed all diagnostic testing and was deemed ready for use. Six weeks later, a service call to the manufacturer was placed and the recommendation was for the monitor to be replaced. The new monitor was installed and passed testing and the ventilator was placed back into service." The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep and the carefusion factory service rep. The carefusion field service rep in conjunction with the user facility representative determined that the root cause of the reported event was a faulty user interface module (uim). The carefusion field service rep delivered a replacement user interface module (uim) to the user facility for their biomed to install. The carefusion factory service rep. Evaluated the alleged faulty user interface module (uim) and was unable to reproduce/verify the complaint. Thus no root cause of the alleged failure was determined. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented on (B)(6) 2012, by a carefusion (B)(4) specialist in response to a phone conversation with a user facility representative. "The customer called requesting fsd, the customer notes the units display is distorted with visible lines/pixels. The issue was noted during set-up no pt issues noted." The following description of the event was copied from the user facility medwatch report received by carefusion on (B)(4) 2012. "Title: xxxxx. Event desc: the pt was intubated and on a ventilator. The respiratory therapist arrived to the pt's room to find the ventilator alternately flashing blank white and black (appeared to turn off). The therapist did not believe that the ventilator was ventilating the pt. The pt was ventilated with bag-mask ventilation within the first minute that the ventilator malfunctioned and continued until the ventilator was exchanged for another. No adverse effect to pt." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."